Event description:
It was reported and per investigation that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 9 months due to insufficiency. The patient presented with shortness of breath and atrial fibrillation (afib). The procedure was performed successfully with a 23mm 9755rsl2 transcatheter valve. The patient was in stable condition post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.